Manufacturer narrative:
The pod was received fully deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of the second priming sequence with both priming sequences having run the expected number of pulses. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. Though no issues were observed with the needle mechanism, it could not be conclusively determined when the cannula assembly deployed. The exact cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that an unknown needle mechanism failure occurred when the pod was activated. The pod was worn less than one hour and there was no reported impact to patient's blood glucose levels.